Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas did not reveal any issues. Although the evaluation of the submitted log files confirmed the report of intermittent low flows, a specific cause for these findings and the report of suspected pump thrombosis, suspected cannula malposition, respiratory failure, right ventricular failure, arrhythmia, and unspecified blood pressure issues could not be conclusively determined through this evaluation. In addition, a direct correlation could not be conclusively established. The submitted controller event log file captured 16 low flow hazard alarms from 12:34:46 pm through 01:35:09 pm on (B)(6) 2019, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. Calculated flow was captured at values as low as 2.0 lpm, and elevated pi values up to 12.2 were observed during this time. The low flow hazard alarms lasted up to approximately 12 seconds in duration. Despite the observed alarms, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. Examination of the blood-contacting surfaces revealed no depositions or thrombus formations that would have contributed to the reported events. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis, respiratory failure, right heart failure, cardiac arrhythmia, and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was post op course complicated by ongoing respiratory failure and right ventricular (rv) dysfunction. Patient had intermittent low flows (initially thought to be related to blood pressure and rv failure, in addition to arrhythmia). Surgeon was concerned with ongoing lower flows and high pulsatility index (pi) that there may be pump thrombosis. During the analysis of the log, there were low flows with high pi readings; these seemed to be physiological in nature. There were no other unusual events seen within the log file. Surgeon suspected cannula malposition; suspected pump thrombosis. Pump exchanged on (B)(6) 2019.